Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had hardware low level failures. Customers blood glucose value at the time of incident was 286 mg/dl. Customer was able to clear alarm and able to complete rewind. Self test was performed and it was failed. Customer was advised to discontinue use of the insulin pump and revert to back up plan per health care professional. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, sleep current measurement and active current measurement. No battery or power anomalies noted during testing. Device alarmed pump error 63 alarm (variable 3) during self test and confirmed in the device history due to broken pin keypad assembly.